Event description:
Information was provided that a post procedure fracture was apparent in stent above bifurcation stent on follow up x-rays. There was no re-intervention and the patient is being monitored at subsequent follow-up on abdominal x-rays.

Manufacturer narrative:
Evaluation: still under investigation at this time.